Manufacturer narrative:
Device was used for treatment, not diagnosis. Age/date of birth, weight and ethnicity/race were not provided for reporting. This report is for (band aid brand kizu power pad large ap 4901730021913). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). UDI# (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother called to report an event for her 3 year old child with a band aid. On (B)(6) 2019, the mother used the product to treat her child¿s scratch. Since the site became irritated and red on (B)(6) 2019, the mother took her child to a hospital and applied a medication just to the skin around the application site of bandage. When the mother removed the product on the reporting day, she found that the irritation on the application site of bandage got worse. The consumer sought medical attention from a health care professional, however, there was no treatment provided or recommended. The consumer was not admitted to the hospital. The consumer is still experiencing the symptoms.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on (B)(6) 2018. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.